Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal. Isi followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use but no issues were noted. It is unknown what the surgeon believes was the cause of the accessory breakage. The issue occurred when the accessory was inserted for the first time after docking; the fragments fell inside of the patient. The accessory did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip or accessory collision. The instrument was removed prior to the breakage with the wrist straightened. No resistance was noted upon removal of the instrument through the cannula. All fragments were retrieved with a laparoscopic instrument, and no additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed as usual without further impact to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complication related to a foreign object. The instrument was available for return; however, it was unknown if the fragments would be returned. No photographic images or video recordings were available for review.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a universal seal was found to be damaged. A fragment fell into the patient and was retrieved during the same procedure.